Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 128 mg/dl. Customer states her pump is delivering basal but the is not working. She changed the battery and it came back bit now the screen is totally blank. Customer stated when she moves the battery cap the screen sometime come on. The customer was assisted with troubleshoot. Customer states cracks on the case for at least a year. Customer states the contacts on the battery cap are not missing or damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.